Event description:
Complainant alleged that the clinicians were performing a scheduled cardioversion on pt, but an arc was observed when the clinicians delivered a 360 joules shock to the pt. The complainant indicated that the pt was converted after the delivery of the first shock. The clinician indicated that the pt received a first degree burn. A total of three malfunctions have been reported by this facility. The reported malfunctions were reported to have occurred with the same product part number and with electrodes from same date code, and all on the same day. Please reference attached medwatch report numbers 1220908-2000-00340 and 1220908-2000-00349, which document those two different events.